Event description:
Customer reported that he had high blood sugars and stated that the drive support cap is protruding on his insulin pump. Customer stated that the insulin pump is alarming and unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with scratched display window.